Event description:
It was reported by service report that the steer pedal was broken with reported sharp edges exposed. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: sharp edges on broken steer pedal.